Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke, neurologic dysfunction and death as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the site perfusionist called to report that a patient developed a massive subarachnoid hemorrhage (sah) the night after having had a ventricular assist device (vad) implanted. The patient is reported to have subsequently expired with the cause of death listed as the sah. An autopsy was not performed. The site reported that the event was not related to the pump and that it had worked within its' normal range at all times. No further information was provided.